Manufacturer narrative:
Evaluation summary: a 45mm and a 30mm drill bit was returned for evaluation. As returned, both drill bits are fractured approximately one inch from the tip. The 45mm bit shows some gouges on the flute directly distal to the fracture. Dimensional and hardness measurements were found to be in specification for both drill bits. It is unk if a drill guide was used when drilling into the bone. The "very hard" bone quality of the pt was likely a contributing factor to these fractures. A drill bit fracture can also be caused by one or more of the following: excessive force applied during usage; continued operation of the drill after it was stuck against hard material; rapid reversal of direction of rotation when the device is stuck; excessive bending; device wear due to usage with time; low speed/ high torque of operation. Based on the information provided, a definitive cause for these fractures cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the flexible drill bit(s) broke in bone during surgery. Instruments were used in normal fashion in what the surgeon commented as very hard bone.